Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is unrefuted for one (1) of one (1) mobi-c implant (pn mb3xxx) for the failure of loosening post-op, leading to revision surgery. This device is used for treatment. No medical records were provided with the complaint. Inspection: the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the lot number was not provided, so the DHR is unable to be reviewed. Potential root cause: the product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a mobi-c implant at the c5/6 level did not fully incorporate into c5 and became loose which was confirmed via CT scan and bone scan; this was found after the patient failed to experience pain relief after the procedure. The implant was later removed without complication and replaced with an acdf construct.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant at the c5/6 level did not fully incorporate into c5 and became loose which was confirmed via CT scan and bone scan; this was found after the patient failed to experience pain relief after the procedure. The implant was later removed without complication and replaced with an acdf construct.